Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that, in addition to the low flow event, the patient admitted to the hospital with symptoms of shortness of breath. A recent echocardiogram showed aortic insufficiency. The patient underwent a trans-aortic valve replacement surgery and there was an increase in flows. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, aortic insufficiency is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient admitted to the hospital with symptoms of shortness of breath associated with low flows on the ventricular assist device (vad). A recent echocardiogram showed aortic insufficiency. The patient underwent a trans-aortic valve replacement surgery and there was an increase in flows. The vad remains in use. No further patient complications have been reported as a result of this event.